Event description:
It was reported that during a meniscus repair surgery two fasts-fix were found that t1 and t2 deployed simultaneously. All the ts were removed from the patient. The procedure was successfully completed using a back-up device. A delay grater than 30 minutes was reported. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly

Manufacturer narrative:
H10 h3, h6 a fast-fix 360 curved needle delivery system device used in treatment, was returned for evaluation. Inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. The depth limiters were attached and quite damaged which indicates noted tissue resistance and excess probing. Symptoms indicated difficulty with product use and difficulty in reaching desired anchoring location. One single anchor and a small segment of suture was returned separated from the device. One appeared curved which is typical of being retrieved from tissue post pierce. Both anchors had suture knotted and cinched to the body. Neither delivery needle showed permanent damage.the device still cycled and actuated as expected. No root cause related to the manufacture of the devices was confirmed. Product met specifications upon release to distribution.